Manufacturer narrative:
The complaint is not confirmed. See the attached vendor evaluation for further details.

Event description:
On 02/09/2022 it was reported by a facility representative via sems that an ar-6480 pump displayed pressure fault. This was discovered during use in a procedure. The case was completed by using a new ar-6480 and patient was not affected.